Event description:
Jackson-pratt (jp) drain ordered to be removed. Suction to bulb removed and suture at the skin was cut. Then, the tubing was pulled at insertion site. When pulled, tubing of drain broke. The physician was notified. The patient returned to surgery for removal of jp drain from neck. Original surgery when jp was placed was a right carotid endarterectomy one day prior.

Event description:
Jackson-pratt (jp) drain ordered to be removed. Suction to bulb removed and suture at the skin was cut. Then, the tubing was pulled at insertion site. When pulled, tubing of drain broke. The physician was notified. The patient returned to surgery for removal of jp drain from neck. Original surgery when jp was placed was a right carotid endarterectomy one day prior.

Manufacturer narrative:
The reported event could not be confirmed, because the device was returned. Additional information on how the drain was removed was requested but not provided. Based on the performed statistical evaluation, no indications were found for any systematic design, material or manufacturing related issue. Device not returned.

Manufacturer narrative:
Investigation in progress but not yet complete.